Event description:
Related manufacturer reference number: 2017865-2021-33771. It was reported that the right ventricular lead exhibited varying high voltage impedance. The lead was capped and replaced. During the procedure, the new right ventricular lead was attempted to be implanted however, the stylet was unable to fully insert. The lead was removed and replaced. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead exhibited varying high voltage impedance. The lead was explanted and replaced. During the procedure, the new right ventricular lead was attempted to be implanted however, the stylet was unable to fully insert. The lead was removed and replaced. There were no patient consequences.